Event description:
Customer reported that the insulin pump alarmed during normal use. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with frozen display due to corroded on the interface board. Unable to verify alarms due to frozen display.